Event description:
On (B)(6) 2011, the pt was treated for a dissection in the arch of the thoracic aorta and a dissection in the descending thoracic aorta with two conformable gore tag thoracic endoprosthesis. After the devices were successfully deployed, the physician decided to balloon the proximal and distal ends of the devices. While ballooning the proximal end of the first implanted device with 20 cc of fluid, a proximal dissection occurred in the aortic arch. The physician implanted a third gore tag thoracic endoprosthesis to treat the proximal dissection in the aortic arch, but the pt experienced a myocardial infarction and expired during the procedure. The device covered all of the arteries in the aortic arch.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Images were provided to gore and an imaging eval is being conducted.